Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was initially reported to arjo representative that the caregiver was in the middle of transferring a resident. When the caregiver had raised the resident over the bed, suddenly the spreader bar dropped about 1".

Manufacturer narrative:
Collection of information is ongoing. Additional information will be provided upon conclusions of the manufacturer's investigation.

Manufacturer narrative:
On 24-apr-2018 arjo become aware of the event with the involvement of maxi move passive floor lift. It was reported that during the patient transfer from the bed , lifting arm moved down (about one inch) although no command, activating the down-movement function on device panel or handset, was activated. The customer stated that unintended movement of the device occurred while the patient was in the middle of the transfer from the bed. Moreover the customer stated that lift and spreader bar was "loose and wobby". As a consequence of this slight lifting arm movement, the resident was lowered unintended about 1 inch. There were no injuries reported. After the event the device was inspected at the customer facility site by arjo representative who confirmed that mast was lose and wobbly. The device has been removed from service and returned for further technical evaluation to arjo manufacturer. During the evaluation, the device passed through visual and functional evaluation, the reported failure could not have been recreated during simulation tests. In order to find the root cause of the event, the backplate and mast were disassembled. It was observed, inter alia, that the limit cable was damaged, the mast both flat cap screws were not screwed nor torqued as per technical manual (between 40-45 nm; 30-33 lb-ft), the screws were worn and stripped. It was concluded that reported symptoms could have been caused by an inadequate maintenance (inadequate reassembly). An incorrect reassembly could cause friction, screws not correctly torqued could cause a play in the mast, and a pinch in the wire could lead to low limit disturbances. The evaluation revealed that the root cause for the lifting arm drop observed in complaint would be an intermittent failure in the limit switch combined with an obstruction of the lifting arm: failure of the limit switch caused by a shortage in the wires, an obstruction occurred, with not working limit switch the strap inside the mast could have loosened and when obstruction was removed, the strap that was accumulated in the mast unrolled causing the lifting arm to drop. Sum up, the incident occurred when the device was being used for patient's transfer. During the incident the device was reported by customer to activate lowering function by itself and from that perspective did not meet its performance specification. Complaint decided to be reportable as there was an indication of a sudden and uncontrolled drop (downward movement), which if the incident would reoccur there is the potential for serious injury.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon conclusions of the manufacturer's investigation.